Event description:
The hcp reported that the pt was in the emergency room with withdrawal syndrome, specifically, fevers and abnormal movements reported as primary symptoms. The hcp reported that the pt was refilled a week ago and programmed appropriately. The pump was interrogated today and it was noted to be in stopped pump mode. The pt was recently hospitalized in another facility and the nurse is checking to see whether the pt had an MRI or other procedure during that hospitalization. The pt's mother reported that the pt had undergone several tests while hospitalized. Cause of the fever was unk, so baclofen withdrawal was suspected. The pump was restarted, 100 mcg bolus was given and the pt was treated with IV benzodiazepine for 24 hours. A follow-up report will be sent if additional info becomes available.